Event description:
The family reported that on (B)(6) 2021 they have noticed that the skin at the right implant site has ulcerated with a small ulcerated hole. The recipient went to the hospital and a local debridement, device explantation and skin flap repair was performed. The recipient had good benefit from the device up to this point. The device was explanted and the recipient received a device on the contra-lateral side.

Manufacturer narrative:
Conclusion: based on the received information from the field, the recipient was explanted due to an ulcer at the implant site. Reportedly there were several device unrelated medical factors i.e. Otitis media, perforation of the ear drum and low level of zinc, which might have contributed to the observed issue. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Further, the electrode lead extruded into the external ear canal. In addition during device investigation minor damage to the active electrode caused by device minute mobility leading to fatigue wire breakages was found. Reportedly the recipient was performing well before the ulcer formation. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient was explanted due to an ulcer at the implant site. Reportedly there were several device unrelated medical factors i.e. Otitis media, perforation of the ear drum and low level of zinc, which might have contributed to the observed issue. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
The family reported that on (B)(6) 2021 they have noticed that the skin at the right implant site has ulcerated with a small ulcerated hole. The recipient went to the hospital and a local debridement, device explantation and skin flap repair was perfromed. The recipient had good benefit from the device up to this point. The device was explanted and the recipient received a device on the contralateral side. The device was explanted and the recipient received a device on the contralateral side.

Event description:
The family reported that on (B)(6) 2021 they have noticed that the skin at the right implant site has ulcerated (with a small ulcerated hole) and the user went to the hospital for treatment. It was decided to perform local debridement, device explantation and skin flap repair. The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.